Event description:
A malfunction occurred with the customer's insulin pump, identified by malfunction code 24, which could not be reset. Blood glucose levels remained within a safe range, not exceeding 500 mg/dl. Customer support provided a replacement pump and instructed the customer on using and returning the devices. The customer confirmed understanding of these instructions and will use multiple daily injections as backup therapy.